Manufacturer narrative:
(B)(4) the device was discarded by the facility after procedure as there were no known product problems or issues. No device malfunction was reported during this event.

Event description:
On (B)(6) 2017, a subject underwent a convergent procedure for the converge study which was unremarkable and post procedure tee revealed no left atrial appendage thrombus or spontaneous left atrial echo contrast. The subject was stable at the completion of the procedure and remained hemodynamically stable throughout. Patient was discharged as expected. On (B)(6) 2017, the subject presented to the ER reporting an episode of numbness and weakness in the left upper extremity that lasted approximately 10 minutes and had resolved prior to arrival. There were no reports of change in speech or difficulty walking and no complaints of nausea or vomiting. Subject was not a candidate for tpa since symptoms resolved prior to arrival to ER. A CT scan of the head showed no mass, hemorrhage, or infarct. Acute stroke was ruled out however CT angiogram showed high grad stenosis or occlusion in the pca, p2 and p3 branches and other areas of stenosis. Patient discharged home on (B)(6) 2017. There was no malfunction of the device reported, it was deemed as a procedural complication. Under the clinical study, a 10-day report was submitted.